Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital, therefore no direct product analysis could be performed and the exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure pre-dilation was successfully completed with the quantum maverick monorail with two inflations, but the balloon ruptured at 12atms on the fourth inflation during post dilation of a non bsc stent; the balloon was removed intact. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic left circumflex coronary artery (lcx). The procedure was successfully completed with another balloon. Patient status is listed as "good".